Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the physician noticed that the chronic right atrial (ra) lead had pulled back and was not sutured down. The ra lead was removed and replaced. The chronic right ventricular lead was noticed to had lost slack. The lead was repositioned on the same procedure on (B)(6) 2020. The patient was stable. Related manufacturer reference number: 2017865-2020-12880.